Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous, mildly calcified lesion in the mid right coronary artery (rca). A stiff wire was used the cross the lesion and caused a perforation. A 2.8x19mm graftmaster rx coronary stent graft system was then advanced in an attempt to cover the perforation; however, the coronary stent graft system would not cross the lesion due to a calcium spike. The coronary stent graft system was removed from the patient anatomy, and a 2.8x16mm graftmaster coronary stent graft system was used to seal the perforation. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.